Event description:
It was reported this valve was explanted due to thrombosis. Another sjm 17 mm mechanical valve (medwatch report# 2648612-2010-00025) was then implanted. Within a month or two that valve thrombosed and the pt died (date unk). Additional info has been requested.